Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hypoglycemia. The customer¿s blood glucose was 156 mg/dl at the time of hospitalization. The customer was at the store and checked the blood glucose; it was 88 mg/dl. The customer then fell and the emergency services were called. The customer¿s blood glucose was 33 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was unable to upload to carelink. The insulin pump will not be returned for analysis.